Event description:
During a bha procedure, the bone proximal to the anterior femur broke during reduction with the final implant. Cable was used to reinforce the bone. The implant was reinserted and the operation completed safely. The surgeon commented that it was possible the stem was driven deeper than the rasp and the force applied during reduction due to a large 48mm cup was great. The patient was confirmed to have vulnerable bone quality.